Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2001. Pt sought medical treatment for an infection at the ear piercing site in 2002 and was prescribed oral antibiotics.